Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed diagnostic code 1201 (alarm message: patient circuit occluded). The asp reported the issue occurred during testing prior to clinical use. The aps determined the blower required replacement due to its unusual sound. The blower was replaced. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting an alarm on the v60 ventilator indicating the patient's breathing circuit was blocked. The device was in preparation for clinical use. There was no report of harm. The customer reported the device would not deliver oxygen and an alarm of patient's breathing circuit is blocked appeared on the screen. This issue occurred after setting the parameters during set-up for use.